Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up decrease in r-wave was observed. The physician attempted to perform dft, but could not induce vf. Instead, programming changes were made.